Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer would not power up due to the power supply. (B)(4).

Event description:
It was reported the programmer did not start up. The programmer was returned for service. There was no patient involvement reported.